Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas to treat a pancreatic pseudocyst during a pseudocyst drainage procedure performed on (B)(6) 2022. During the procedure, the stent was unable to be fully deployed, one flange was able to be deployed (partially deployed). The procedure was not completed at this time and when the physician kept out the scope "all the devices ejected". There were no patient complications reported as a result of this event but the patient will be rescheduled for a second procedure for axios implantation. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The hot axios stent and delivery system directions for use state, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of axios stent partially deployed. Block h10: an axios stent and electrocautery enhanced delivery system were received for analysis. The stent was returned completely deployed. Visual examination of the returned device found the inner sheath kinked. Functional inspection was performed by moving the catheter lock by sliding it to the right, then the catheter control hub was moved up and down. The catheter passes through the luer without resistance. Also, the stent hub was move down to the second and fourth position without any problem. No other problems were noted to the stent and delivery system. The investigation concluded that the observed failure of outer sheath kinked was likely due to factors encountered during the procedure. It may be that lesion characteristics, the technique used by the physician and/or normal procedural difficulties encountered during the procedure, limited the performance of the device and contributed to the inner sheath kinked. A labeling review was performed and, from the information available, this device was used in a manner inconsistent per the instructions for use (IFU) / product label. It was reported that the handle was rotated as the device was luer locked to the scope. The IFU states, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." The reported event of stent partially deployed was not confirmed; the stent was returned completely deployed. Taking all available information into consideration, the investigation concluded that there is not enough information to confirm the reported event of stent partially deployed. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation on may 04, 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas to treat a pancreatic pseudocyst during a pseudocyst drainage procedure performed on (B)(6) 2022. During the procedure, the stent was unable to be fully deployed, one flange was able to be deployed (partially deployed). The procedure was not completed at this time and when the physician kept out the scope "all the devices ejected". There were no patient complications reported as a result of this event but the patient will be rescheduled for a second procedure for axios implantation. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The hot axios stent and delivery system directions for use state, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."